Manufacturer narrative:
Citation: bidar e et al. Postimplant biological aortic prosthesis degeneration: challenges in transcatheter valve implants. Eur j ca rdiothorac surg. 2019 feb 1; 55 (2): 191-200. Doi: 10.1093/ejcts/ezy391. Advance access publication 2018 dec 11. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding an overview of post implant structural valve degeneration (svd) in relation to both surgical aortic valve replacement and transcatheter aortic valve implantation bioprostheses and how svd affects device longevity and performance. All data were reviewed from previously published studies. The total study population included an unspecified number of patients (patient demographics were not provided), 1,209 were identified having been implanted with a medtronic corevalve bioprosthetic valve, 1,438 were identified as having been implanted with a medtronic hancock ii bioprosthetic valve, 725 were identified as having been implanted with a medtronic freestyle bioprosthetic valve, and an unidentified number of patients were implanted with a medtronic mosaic bioprosthetic valve. No serial numbers were provided. One death was reported in a patient who was treated with a 26 mm non-medtronic bioprosthetic valve due to acute heart failure. Based on the available information, medtronic product did not cause or contribute to this death. Among all corevalve patients, adverse events included: cusp tear resulting in severe aortic insufficiency requiring reoperation, svd requiring reintervention, valve-in-valve implantation, major stroke, suboptimal deployment/malpositioning, paravalvular leak, prosthesis-patient mismatch, valve thrombosis, valve calcification, reduced leaflet motion, crimping-induced leaflet tissue damage, and valvular hemodynamic deterioration/increased gradients. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. Among all hancock ii, freestyle, and mosaic patients, adverse events included: svd requiring reintervention/reoperation. Multiple manufacturers were noted in the literature; however, based on the available information, medtronic product may have caused or contributed to these adverse events. No additional adverse patient effects or product performance issues were reported.